Manufacturer narrative:
They were provided with a software upgrade to resolve the issue. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) repeatedly gave a system error message, froze, and then rebooted.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) repeatedly gave a system error message, froze, and then rebooted.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, (B)(6) reported the bedside monitor (mu-631ra sn: (B)(6) ) repeatedly got a system error upon bootup. The unit would then freeze and reboot. Service requested/performed sw upgrade from 05-21 to 07-41. Per customer email, this resolved the issue. Investigation conclusion: the probability that the issue will occur is determined to be rare (B)(4). The severity is considered insignificant (negligible - minimal or no potential injury). The overall risk of [mu-671ra system error and reboot] is low. The root cause is determined to be the customer's continued use of outdated software. The issue was resolved upon upgrading the customer's bsm-6000 units to the recommended software (07-41). Review of device c4c history found no additional issues reported after update of the software to the latest version available.